Event description:
It was reported that one day post-operatively, there was a change in right ventricular (rv) lead slack on x-ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.